Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were not feeling any "impulses" like they were feeling at 3.4v since (B)(6) 2016. The patient increased stimulation to 4.0v, and still did not feel the impulses. It was noted that there were no program or lead changes. Additional information received indicated that they had a stabbing sensation in the vaginal area since (B)(6) 2016. This was reported as a sudden change in therapy/symptoms. During the call the patient was able to change to program three, and increase/decrease the stimulation to comfort. This resolved the stabbing sensation. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their lack of stimulation sensation had been resolved after a week. It was indicated that a manufacturer representative helped resolve the issue.

Event description:
It was also reported that the patient was up all the night prior to the report from a reaction to their antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.